Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f18m0476. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. The IFU provided with this kit cautions the user, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that resistance was felt while inserting the arterial catheter. A kink in the wire was observed.